Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device stuck on tissue/vessel when the jaws would not open? If yes, how was the device removed from tissue/vessel? Were the device jaws eventually able to be opened? If yes, how were they opened?

Event description:
It was reported that during a gb case, a nurse checked whether the device safely fires, and the device failed to fire and was stuck with clips stucked in the jaw, and the jaw of the device wasn't opened. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p92n8a. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device stuck on tissue/vessel when the jaws would not open? If yes, how was the device removed from tissue/vessel? Were the device jaws eventually able to be opened? If yes, how were they opened? Response: no further information available.